Manufacturer narrative:
Summary of evaluation: the evaluation results, although inconclusive in the absence of the event acetabular shell, could not verify the complaint and suggest that this event is not device related.

Event description:
The insert would not snap into the acetabular cup. Another insert was made available and was used successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.